Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00615, 3005168196-2021-00616, 3005168196-2021-00617.

Event description:
The patient was undergoing a coil embolization procedure using smart coils. During the procedure, four smart coils would not advance within their respective introducer sheaths; therefore the smart coils were removed. The procedure was completed using other smart coils. There was no report of an adverse effect to the patient.